Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male patient whose impella device was weaned and removed at the end of the procedure. A thrombus was noted on the pump, and echocardiography revealed a large left ventricular thrombus. No additional information was provided.